Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue. The cause of the reported complaint could not be determined. Information from this event will be included in our product complaint and MDR trend not returned to manufacturer.

Event description:
The consumer stated that her tampon came apart upon removal and pieces remained inside of her. She indicated that the event occurred on seven different occasions. She was able to remove the remaining pieces.